Event description:
Per the report received from canada, this 86-y-o patient with a valve model 7300tfx33 implanted in mitral position underwent a valve-in-valve procedure after an implant duration of four (4) years and eleven (11) months due to degeneration leading to severe stenosis. As reported, the patient presented with dyspnea and heart failure. A 29mm transcatheter valve was successfully implanted within the pre-existing surgical device. As reported, patient was transferred in stable condition to the cardiac unit and was planned for discharge on post operative day 1.

Manufacturer narrative:
Updated information to sections a1, b5 and h6 (device code(s): the code "4066 - device stenosis" was replaced by code "1153 - degraded"), h6 (investigation findings) and h6 (investigation conclusions). Added information to section h4 (device manufacturer date) and h6 (type of investigation). H11. Additional narrative/data: the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The most likely root cause is patient-related factors, including hyperlipidemia.

Event description:
Per the report received from canada an 86-year-old patient with a valve model 7300tfx33 implanted in mitral position underwent a valve-in-valve procedure after an implant duration of four (4) years and eleven (11) months due to severe stenosis. As reported, the patient presented with dyspnea and heart failure. A 29mm transcatheter valve was successfully implanted within the pre-existing surgical device. As reported, patient was transfered in stable condition to the cardiac unit and was planned for discharge on post operative day 1.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.